Manufacturer narrative:
This device is shipped with instructions for use (IFU) listing the warnings, precautions and the correct inflation procedure. The IFU states specifically not to exceed the maximum inflation volume and that when used to expand vascular prosthesis the balloon should remain within the prosthesis at least 1 cm from the proximal or distal edge of the prosthesis. No product was received to assist in this investigation. An internal clinical review indicated that the event was caused by iatrogenic rupture.

Event description:
A pt underwent endovascular repair of an abdominal aortic aneurysm using another MFR's endoprostheses. The physician suspected a proximal type I endoleak and decided to balloon dilate with a cook coda balloon. The balloon ruptured the pts' aorta above the stent graft. An unsuccessful attempt was made to repair the rupture with another graft. The pt was then converted to open surgical repair. Update: 2008-physician indicated that he had been aggressive with the balloon and was part way out of the garft into the native aorta. Pt expired in the same month. Cook was informed that pt has d.i.c. And the MFR of the endoprostheses reported that pt had ischemic bowel. There is no autopsy report and the devices were discarded at the facility.